Event description:
Medtronic received information that this bioprosthetic valve was explanted 43 months after its implant and replaced with another valve of the same model. It was not reported why the valve was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the limited received information, no alleged deficiencies related to product quality/performance or manufacturing process were reported. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Event description:
Medtronic received information that 43 months post implant of this bioprosthetic valve, the valve was functioning well. The patient developed (from absolutely normal pre-operative exam) a root aneurysm with a fistula to the left atrium (la) (small and not symptomatic). The valve and root were replaced and the fistula was closed. The valve was replaced with another valve of the same model. The aortic tissue was true aneurysm. The prosthetic valve lifted out of the heart readily over 1/3 of circumference, raising the concern about infection despite the absence of any purulence or necrotic tissue. All studies were negative for infection. There was no valve dysfunction pre or intraoperative by echocardiogram. The patient recovered well, however a pacemaker was implanted post procedure for complete heart block (chb). No product will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was not reported whether the explanted valve would be returned for analysis. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This supplemental correction medwatch is being filed to correct the report date that was on the supplemental additional information medwatch (follow-up 1) filed on (B)(4) 2015. The report date was listed as (B)(6) 2015 but has been corrected to (B)(6) 2015.